Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the device shows error 41541. The customer problem was duplicated and the primary problem was identified to be due to a defective printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
It was reported that the pca pump goes on technical alarm #41541 regularly. Per reporter, the issue was identified before and during use of the device on the patient. The event occurred twice, and the event dates are 12-aug-2024 and 15-aug-2024.